Event description:
During g3 surgery, the surgeon placed the u-lag screw into the pt bone. Afterwards, the surgeon tried to insert the u-blade. However, the u-blade could not go into the lag screw groove. Then the surgeon found that the u-blade was bending and the u-blade broke when bending the u-blade. The surgeon changed the u-blade to another size u-blade and the procedure was completed.

Manufacturer narrative:
Additional info has been requested and if received will be submitted in a supplemental report.